Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a broken spin collar on the male luer connector of an IV tubing set discovered during disconnection. Although the customer initially denied leaking associated with this event, leakage has subsequently been reported without patient harm.